Manufacturer narrative:
Corrosion was discovered in the spindle housing, rotor, nose cone, and bearings.

Event description:
It was reported that the core impaction drill overheated during testing. There was no pt involvement, and there were no user injuries or adverse consequences.